Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information received from the field representative indicates that the pacemaker was explanted and then used as an external temporary pacemaker. There were no additional adverse patient effects reported. The pacemaker remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information received from the field representative indicates that the pacemaker was explanted and then used as an external temporary pacemaker. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information was received indicating the patient subsequently expired.